Manufacturer narrative:
This was reported on 03/18/2014 but we did not see it on the FDA web site. We are re-submitting to make sure we have the information in the system.

Event description:
Client says that on (B)(6) 2012 she was going down the ramp on her van when she tipped forward and fell from the chair. She says she fractured her left femur in the fall.

Event description:
Client says that on (B)(6) 2012 she was going down the ramp on her van when she tipped forward and fell from the chair. She says she fractured her left femur in the fall.

Manufacturer narrative:
This was reported on 03/18/2014 but we did not see it on the FDA web site. We are re-submitting to make sure we have the information in the system. Complaint was received via mail on 02/22/2014. Alleged injury date is documented as (B)(6) 2012. Currently permobil has no access to the wheelchair involved in this complaint. Review of serial number (B)(4) DHR shows that device met all specifications prior to distribution. Company representative is attempting to collect more information into alleged complaint, no more information is available at this time.